Event description:
Customer reportedly obtained results of 143 mg/dl and 83 mg/dl on the compact system within 10 minutes. No action was taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.